Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implantation of a transcatheter aortic valve, trace paravalvular leak (pvl) was identified immediately after implant as well as a mean aortic valve gradient of 4 millimeters of mercury (mmhg). 1 year and 1 month following implantation of the valve, an echocardiogram was obtained which revealed mild paravalvular leak (pvl), a mean aortic valve gradient of 12 mmhg, and an ejection fraction of 40%. 3 years and 6 months following implantation of the valve, an outpatient cardiac catheterization was completed, which indicated minimal coronary artery disease (cad) and moderately elevated left ventricle filling pressures. Subsequently, the patient was hospitalized following the cardiac catheterization due to fluid retention and dyspnea. While hospitalized, a transesophageal echocardiogram (tee) was obtained which revealed that the bioprosthetic aortic valve was seated relatively deep in the left ventricular outflow tract (lvot). Additionally, moderate pvl was noted as well as, an aortic valve peak velocity of 1.21 meters per second (m/s), a mean aortic valve gradient of 4 mmhg, and an ejection fraction of 25-30%. With these findings, the physician suspected that the pvl was driving the patient's congestive heart failure (chf).